Event description:
It was reported that the patient experienced a partial erection and a defect in the ams ambicor penile prosthesis(app) device. The patient was reported to be dissatisfied. It is unknown if a revision surgery has occurred. The patient condition was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a partial erection and a defect in the ams ambicor penile prosthesis(app) device. The patient was reported to be dissatisfied. It is unknown if a revision surgery has occurred. The patient condition was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had wear at fold in cylinder body. There was no leak in cylinder 1. Cylinder 2 has pinhole leaks attributed to cylinder wear in cylinder body; pinholes were present. There was no damage to the pump and the tubing. The identified fluid leak is the most probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 658381, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The ams ambicor hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a partial erection and a defect in the ams ambicor penile prosthesis(app) device. The patient was reported to be dissatisfied. It is unknown if a revision surgery has occurred. The patient condition was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that a revision surgery took place and the ambicor device was replaced on (B)(6) 2019.